Event description:
It was reported that the patient had experienced a loud noise followed with pain around the implant area in (B)(6) 2010. Before this event, fitting was comfortable. After the loud noise the patient had an extremely loud hearing sensation. During testing on (B)(6), 2010 the patient experienced a buzzing sound. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.